Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product(s): model: ddbb1d1, ICD; implanted: (B)(6)2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance and a lead fracture was suspected. The lead was tested and it was decided to keep the lead implanted with a new device. In post-op recovery the cardiac resynchronization therapy defibrillator (crt-d) sounded an audible alert and the lead was now oversensing noise. The patient was brought back into the operating room (or) and the lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.